Event description:
Report received from USA stating that the device came apart. This device was not used in surgery. It is unknown if there was any user or pt injury. No additional info is available. If any additional info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the condition was confirmed. If any additional info should become available, this notification will be updated accordingly. (B)(4).